Event description:
Patient came to radiology for a scanogram study 3 attempts were made to complete the study, but the xray machine would not penetrate the patient and would only time out after the 1st exposure. The study was marked incomplete due to mechanical failure.